Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).

Event description:
A customer reported that during a procedure, a system message displayed after "ingestion of silicone fax mode". The surgeon completed the case manually. There was no harm to the pt.